Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, a cystoscopic exam of the pt revealed the mesh was displaced under the urethra.